Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was confirmed balloon damage, 4 days after placement. The facility was unable to confirm if there were any missing pieces. No additional information was provided.

Manufacturer narrative:
Receive only catheter. The reported issue was confirmed; however, the cause is unknown. Sample was evaluated and observed the balloon is damage and burst happen at lumen. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. Per functional testing: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Dimensional evaluation results are as follows: eye snip length: 2/32¿. Inflation lumen coverage: 9 thou. Balloon thickness: 21 thou. Burst initiated from bottom collar of sac: 9mm. Tactile evaluation results are as follows: site of burst appears swollen and balloon thickness measures 21 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not pull the catheter hard. [The bladder/urethra may be injured.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was confirmed balloon damage, 4 days after placement. The facility was unable to confirm if there were any missing pieces. No additional information was provided.